Event description:
Boston scientific received information that during a follow up visit, the patient with this implantable cardioverter defibrillator experienced an inappropriate shock. It was thought this was due to rapidly conducted atrial fibrillation. Two bursts of anti tachycardia pacing (atp) were delivered. No further therapy was reported after the rate decrease. The patient with this device experienced no syncope and was asymptomatic. The device was reprogrammed, remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.